Manufacturer narrative:
The customer's address is (B)(6) has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a carton of syringe 0.3ml 31ga 6mm halfunit 10bag had missing label information. The following was reported by the initial reporter: "it was reported that there is no expiration date on the shelf carton. Verbatim: consumer requested information regarding expiration date, stated that there is no expiration date on the box."